Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.0/2.0/085 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2022. On (B)(6)2022 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).